Event description:
It was reported that there was no stimulation sensation and a loss of therapeutic effect. It was noted that the patient had a ¿bad day¿ once a month but at the date of report could not stand for ¿more than a minute¿ and then had to sit down. Symptoms included acute pain which began about four or five months prior to report. The patient noted that the healthcare professional (hcp) utilized the clinician programmer and confirmed that ¿about 99%¿ of the implantable neurostimulator (ins) had been used. It was noted that the ins would no longer turn on. The patient stated that the hcp also noted that one of the ¿wires¿ appeared to have been broken. However, the patient noted that the hcp was not sure if the patient had only been using one lead to begin with. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0331943v, implanted: (B)(6) 2003, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3550-09, lot# lb4745, implanted: (B)(6) 2003, product type: accessory; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# j0331943v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3550-09, lot# lb4745, implanted: (B)(6) 2003, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).

Event description:
It was further reported that the cause of the event was that the generator was dead. It was noted that the implantable neurostimulator (ins) was at end of life and there was a lead impedance problem. It was noted that the device was explanted on (B)(6) 2013. It was noted that 5-6 were moved for extended coverage into the lower body as well as the leg. It was noted that there was good/limited illegible. It was noted that a percutaneous lead was added and the battery was replaced.